Event description:
Related manufacturer reference number: 2017865-2022-07306. It was reported that a during a pacemaker implant procedure, a right ventricular lead had dislodged and resulted in decreased sensing. While trying to reposition the lead, it was noted that the lead could not be unscrewed from the pacemaker header. Both the pacemaker and right ventricular lead were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew to disconnect the ventricular lead was confirmed. As received the ventricular setscrew inset was completely stripped by the user of the torque wrench. After the setscrew was stripped it was no longer able to engage the torque wrench to untighten it. Special tools were used in the lab to engage the setscrew inset, and the setscrew was untightened with normal force. The lead could then be removed from the connector. No foreign material was found in the setscrew or connector block threads. The reported event occurred due to the user¿s incorrect use of the torque wrench. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew to disconnect the ventricular lead was confirmed. As received the ventricular setscrew inset was completely stripped by the user of the torque wrench. After the setscrew was stripped it was no longer able to engage the torque wrench to untighten it. Special tools were used in the lab to engage the setscrew inset, and the setscrew was untightened with normal force. The lead could then be removed from the connector. No foreign material was found in the setscrew or connector block threads. The reported event occurred due to the user¿s incorrect use of the torque wrench.